Event description:
It was reported the patient experienced 16 shocks due to a "rupture in the device." The device was explanted and replaced. No further patient complications were reported as a result of this event. Additional information received reports that the pace/sense portion of the rv lead was capped and replaced due to oversensing and inappropriate shocks. The high voltage portion of the lead remains in use. It was further noted that the device was replaced due to the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was received for evaluation, but due to pending litigation detailed analysis of the device was not performed. We are therefore unable to fully evaluate the reported event. However, we did receive performance data collected from the device and have analyzed the data. Oversensing was seen in the data analyzed.